Event description:
It was reported that the patient was experiencing bradycardia (hr of 43) following a recent increase of her programming settings. It was indicated that the patient has a pre-existing condition of bradycardia and is monitored with a holter monitor following all of her programming changes as a precaution. It is unk if the recent bradycardia is within the normal drop in her hr, or if this is a new occurrence. It is unk if the vns therapy is exacerbating her pre-existing condition. It is unk that the relationship of the recent report in bradycardia is to that of the device. Good faith attempts to obtain additional information have been unsuccessful to date.